Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Following the evaluation, the customer declined further service and confirmed that the device has been taken out of service and retired from use. The cause of the reported failure could not be determined.

Event description:
It was reported that the device would power itself off during testing. There was no pt use associated with the reported failure.